Event description:
It was reported that the patient presented with pocket stimulation reproducible with atrial output pacing. Upon review, over-sensed noise leading to inappropriate automatic mode switches was noted on the right atrial (ra) lead as well. Programming changes were performed, and the lead was deactivated. The patient was stable.